Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported that the system would not aspirate correctly during a cataract extraction procedure. The handpiece was exchanged and the system was flushed out, but the issue persisted and the surgeon indicated a lack of "attraction" while in the eye. The pt did not experience any harm and the procedure was completed with a slight delay of a few minutes. Add'l info has been requested.